Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. There was no reported impact to customer's blood glucose level. The customer wiped the speaker holes with a cloth and was able to resume insulin delivery.